Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication was not excessive and was considered an expected condition. Additional findings not related to customer reported complaint: the instrument was found to have a bent main tube. The bending damage is located at the closer to the proximal end. This caused the jaws not to move properly. Components adjacent to this bent main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were white pieces that were coming off the tip. The loose pieces were suctioned out of the patient. The procedure was completed.